Event description:
The reprocessed imaging catheter produced poor quality images. The echo equipment was checked and found to be functioning properly. The doctor stopped the procedure to replace the catheter with a new device.